Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for a generator replacement due to normal eri, externalized conductors were observed via fluoroscopy. The lead did not have any electrical anomalies and remained implanted.